Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon x-ray review, lead migration issue was confirmed wherein the lead migrated slightly to the right position. Programming was still achievable to help cover the patient¿s painful targeted areas. Patient denies any falls. It was reported that there were some painful sensations felt at the t8 nerve root area, possibly due to the lead migration issue. To resolve the issue, the lead was explanted, and a new lead was implanted.